Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent line tube did not suction well. When they checked the safety valve, it was found that blood was oozing from the positive and/or negative pressure release valve(s). The amount of blood loss is still unknown. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 10, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer). G4 (date application evaluated by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Information was obtain indicating that the ops valve was being used in a left ventricular vent.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Visual inspection was performed on the returned sample. There was no blood residue within the valve. It is noted that the negative umbrella was completely pushed within the housing. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was setup to be manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. However, as the negative umbrella was completely pushed in, all tests failed. A retention sample from the same product/lot number combination was tested for the five program tests. Root cause was not able to be determined from the available information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.